Event description:
It was reported that a resident was found between air mattress and side rail with face towards the mattress. Soft belt in bed for safety from falls due to frequent wiggling around in bed, rolled belt was still on resident correctly positioned and loose enough to put a hand between it, wedge cushion was lying on the top of the mattress. Resident was blue and not breathing. Resident was repositioned up on the mattress, breathing did not resume. Resident is a do not resuscitate status.